Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported to customer support that she was experiencing a drain complication in drain 1 of pd treatment with the fresenius cycler. It is noted that air bubbles were detected but that the patient began to drain during the call. In this call, the patient mentioned she had previously been seen by her doctor about her breathing and was still having an issue. Therefore, more follow-up was conducted with the patient¿s pd nurse who stated the cycler is not malfunctioning and the drain complication is related to a patient issue. The nurse reported the patient had a pre-existing pleural effusion which resulted in the patient being hospitalized later (B)(6) 2022 due to shortness of breath. Per the nurse, the pleural effusion was due to patient having an anatomical hole/defect in the pleural cavity. The nurse indicated this was due the patient¿s anatomy and physiology and not related to the fresenius cycler. It was reported the patient initially continued pd treatment in the hospital. However, the patient is transitioning to hemodialysis for renal replacements needs as the patient is no longer deemed a good candidate due to this defect which cannot be surgically repaired. Based on the available information, there is no allegation or objective evidence that a fresenius device or product malfunction caused or contributed to a serious patient harm or injury. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review, and the need for a clinical investigation will be reassessed accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An (as-received) 7500ml treatment-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during test. The cycler underwent and passed a system air leak test, valve actuation test, and patient pressure sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump, on the baseplate, and on the inside of the rear panel. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported to customer support that she was experiencing a drain complication in drain 1 of pd treatment with the fresenius cycler. It is noted that air bubbles were detected but that the patient began to drain during the call. In this call, the patient mentioned she had previously been seen by her doctor about her breathing and was still having an issue. Therefore, more follow-up was conducted with the patient¿s pd nurse who stated the cycler is not malfunctioning and the drain complication is related to a patient issue. The nurse reported the patient had a pre-existing pleural effusion which resulted in the patient being hospitalized later (B)(6) 2022 due to shortness of breath. Per the nurse, the pleural effusion was due to patient having an anatomical hole/defect in the pleural cavity. The nurse indicated this was due the patient¿s anatomy and physiology and not related to the fresenius cycler. It was reported the patient initially continued pd treatment in the hospital. However, the patient is transitioning to hemodialysis for renal replacements needs as the patient is no longer deemed a good candidate due to this defect which cannot be surgically repaired. Based on the available information, there is no allegation or objective evidence that a fresenius device or product malfunction caused or contributed to a serious patient harm or injury. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review, and the need for a clinical investigation will be reassessed accordingly.

Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported to customer support that she was experiencing a drain complication in drain 1 of pd treatment with the fresenius cycler. It is noted that air bubbles were detected but that the patient began to drain during the call. In this call, the patient mentioned she had previously been seen by her doctor about her breathing and was still having an issue. Therefore, more follow-up was conducted with the patient¿s pd nurse who stated the cycler is not malfunctioning and the drain complication is related to a patient issue. The nurse reported the patient had a pre-existing pleural effusion which resulted in the patient being hospitalized later (B)(6) 2022 due to shortness of breath. Per the nurse, the pleural effusion was due to patient having an anatomical hole/defect in the pleural cavity. The nurse indicated this was due the patient¿s anatomy and physiology and not related to the fresenius cycler. It was reported the patient initially continued pd treatment in the hospital. However, the patient is transitioning to hemodialysis for renal replacements needs as the patient is no longer deemed a good candidate due to this defect which cannot be surgically repaired. Based on the available information, there is no allegation or objective evidence that a fresenius device or product malfunction caused or contributed to a serious patient harm or injury. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review, and the need for a clinical investigation will be reassessed accordingly.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.